Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number: (B)(6). Product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon. During the initial deployment, severe calcification was noted, and an infold was observed. The valve was recaptured and withdrawn from the patient. A new valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: 10 fluoroscopic cine loops of the pre-balloon aortic valvuloplasty and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. From evolut IFU: adverse events that may be associated with the use of the evolut fx system include, but may not be limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement medtronic recommends pre-dilatation specifically in the following cases: moderate / severe calcification bicuspid anatomy evolut 34 mm valve is used evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. If an infold is detected, it should not be attempted to resheath and re-deploy the bioprosthesis. The entire system must be discarded. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. The implant team acted according to medtronic best practice recommendation by pre-dilating the native annulus and replacing the evol ut system with a new one after infold occurrence. The root cause for the infold cannot be determined at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no misload was identified during loading. A procedural delay of 5 minutes resulted from the valve infold.